Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was alleged to be inaccurate. Reportedly, the cgm blood glucose (bg) reading was below 3.0 mmol/l, and the meter bg reading was 17.7 mmol/l. The customer went to the emergency room (ER) and was subsequently hospitalized with an elevated blood glucose (bg) level of 17.7mmol/l and a trace ketone level of 0.5 mmol/l. Customer was treated with a intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer was released on october 3rd, 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.